Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post left-resection with robot support procedure, there was a surgeon console (sc) non-recoverable error. It was also reported that there was a sense of discomfort with the left trigger of the hand controller. The patient was in the operating room and under anesthesia when this problem occurred. No injury to the patient.

Event description:
It was reported that, following a post-left hemicolectomy resection with robot support procedure, there was a surgeon console (sc) n on-recoverable error. It was also reported that there was a sense of discomfort with the left trigger of the hand controller. The patient was in the operating room and under anesthesia when this problem occurred. No injury to the patient.

Manufacturer narrative:
H2) correction: d1, e (facility name) h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that the surgeon console had a non-recoverable error and there was a discomfort with the right trigger of the hand controller. The error was caused by an external force being applied to the hand controller, causing it to move with the surgeon console did not have control. The surgeon console was restarted to resolve the issue and the complete right input device was replaced. Evaluation of the logs indicated that the surgeon console failed due to joint 7 of the right input device exceeding its software joint angle limit and triggering an error code for 'linked to surgeon console monitoring: control device joint limits'. The error code is a non-recoverable errors and disables the surgeon console, which needs to be restarted. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to exceeding the joint angle limit of the surgeon console input device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.